Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope light guide connector part was damaged. The issue occurred during reprocessing of an unknown therapeutic procedure. The procedure was completed using the same set of equipment and there was no procedural delay. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 06 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of light guide connector damage was confirmed. Based on the results of the investigation, the root cause of the malfunction is improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.